Event description:
According to the reporter, during an esophageal procedure, a bravo capsule failed to attach to the patient's esophagus. There was no harm to the patient and no intervention was required. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. A repeat procedure was performed. No other known adverse events were reported.

Manufacturer narrative:
Evaluation summary: one delivery system and one capsule were returned to medtronic for evaluation. The capsule was not attached to the delivery system. The device was visually inspected for external damage. The trocar needle was advanced. There were signs of tissue and blood on the device. The delivery system was not bent. The plunger was not broken. The emergency procedure was not implemented. The capsule electrodes were visually acceptable. As the product was received, the device was functioning according to specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.